Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site along with ineffective pain relief. As a result, the patient wanted resolved the issue with an elective system explant that occurred on (B)(6) 2022. Related manufacturer reference number: 1627487-2022-06030, 1627487-2022-06052, 1627487-2022-06053, 1627487-2022-06054.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.